Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon first dilatation. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.